Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an decrease in impedance and unstable thresholds were noted on the right ventricular (rv) lead. Diminished sensing and an increase in the sensing integrity counter count were also noted. The rv lead remains in use. No patient complications have been reported as a result of this event.